Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported "keypad #9 not working" which was reproduced as the keys 3, 6 and 9 were not responding to input. The reported condition was verified. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had keypad #9 was not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.